Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was noted to be kinked and fractured to the nitinol tubing at 8cm from the distal end. There were no other anomalies noted to the device. A functional test was not performed as the guidewire was fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire kinked was confirmed during analysis. The reported guidewire friction was not replicated, however the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during one aneurysm embolization case, the vessel was tortuous. The operator used subject guidewire to work with a catheter to super selected the right middle carotid artery (mca) and during delivery the guidewire was not able to be advanced with resistance. Withdrew it to check and found distal of it was kinked. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The guidewire was returned for analysis and there was kinking noted to the distal end with a fracture noted to the nitinol tubing to the distal end, as the device was fractured a functional test was not performed. It is probable that the patients anatomy may have caused the difficulties to navigate the device to the target location, with the friction experienced most likely causing the damage noted to the distal end of the guidewire. An assignable cause of procedural factors will be assigned to the reported events: guidewire friction and guidewire distal end/tip kinked/bent and to the analyzed events: guidewire distal end/tip kinked/bent and guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.